Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance.

Event description:
It was reported by the affiliate that during post-dilatation of a 25x40mm maxi ld balloon catheter, the balloon was unable to be inflated, despite attempting to dilate at 3 atmospheres (atm). The device was removed from the patient intact and a rupture was confirmed. Another maxi ld balloon catheter was used instead and the procedure was finished successfully. There was no patient injury reported and the device will be returned for analysis. The device was used for post-dilatation after a stent graft (goatex's) was placed in the abdominal aortic aneurysm (aaa). There was no difficulty removing the product from the hoop, removing the protective balloon cover, or removing the stylet or any of the sterile packaging components. There were no kink or damages noted prior to inserting the product into the patient. The device was prepped normally. An unknown brand of contrast media/contrast to saline ratio was used. An unknown brand indeflator was utilized. There was no resistance/friction noted upon insertion of the balloon through the hemostatic valve and the guide catheter. There was no difficulty advancing the device through the vessel or crossing the lesion. The device did not kink during its use. The lesion had moderate calcification, moderate tortuosity, and 50% stenosis.

Manufacturer narrative:
Complaint conclusion: during post-dilatation of a stent graft (non-cordis) within an abdominal aortic aneurysm (aaa), a 25x40mm maxi ld balloon catheter, the balloon was unable to be inflated, despite attempting to dilate at three atmospheres (atm). The device was removed from the patient intact and a rupture was confirmed. There was no patient injury reported. The target lesion was moderately calcified, moderately tortuous with 50% stenosis. There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or damages noted prior to inserting the product into the patient. The device was prepped normally. An unknown brand of contrast media and contrast to saline ratio was used. The brand of indeflator is also unknown. There was no resistance/friction noted upon insertion of the balloon through the hemostatic valve and the guide catheter. There was no difficulty advancing the device through the vessel or crossing the lesion. The device did not kink during its use. Another maxi ld balloon catheter was used instead and the procedure was finished successfully. One non sterile catheter maxi ld 7f 25x4 110cm was received coiled inside a plastic bag. Balloon was previously inflated and deflated. No other damages were noted. A leak test was performed and a pinhole was noted in the mid section of the balloon. Sem results showed that the balloon external and the balloon internal surfaces exhibited no evidence of damage. This balloon burst failure exhibited no surface anomalies that could have caused the failure. The proximal marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿balloon burst at/below rbp¿ was confirmed through analysis of the returned device; however, the exact cause could not be determined. Based on the information available for review, there are vessel characteristics (moderately calcified, moderately tortuous with 50% stenosis) which may have contributed to the difficulty experienced by the customer. Neither the product analysis nor the manufacturing records review suggests that the balloon burst could be related to the design and manufacturing process. Therefore, no corrective/preventive action will be taken.